Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by colic-like abdominal pain. The cause was not reported. The patient was hospitalized for the event and was treated with vancomycin. (Dose not reported, discontinued), cefotaxime (loading dose 1g and maintenance dose: 0.5g/ per bag, discontinued) and flucoxacillin (loading dose: 2g and maintenance dose: 15g/ per bag, discontinued). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.